Manufacturer narrative:
A portion of the lead was returned for analysis. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is 1 connector pin. The proximal and the medial fragments were received for analysis. The distal fragment including the shock coils and lead tip was not returned. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise reported on the rv channel resulting in inappropriate therapy delivery. The lead was capped and replaced.